Manufacturer narrative:
The instrument has been received; however, failure analysis investigations have not been completed at the time of this report. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the investigation is finalized the customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, the surgeon reported that the vessel sealing device was not sealing properly. The device was removed from the field, and a new device was utilized. It is unknown if the new device was of the same or different lot. Intuitive surgical inc., received this information per (B)(4). The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into a patient. Intuitive surgical, inc. Contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been received as of the date of this report.